Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. During the procedure, the ligator head fell off the end of the endoscope during use. The device was successfully removed from patient with a non-bsc device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. The patient condition at the conclusion of the procedure was reported to be fine.